Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. He reported that, in his opinion, the device did not cause or contribute to the event, rather it was due to the "lens being out of the ideal axis." The surgeon reported he plans to rotate the lens. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).